Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that prior to use the cs300 intra-aortic balloon pump(iabp) screen was broken. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,), h11 , e1 ( event site email ) a getinge field servie engineer (fse) inspected the unit and determined that the display was exhibiting random pixels and was completely unreadable. The fse replaced the 10.4 display and video receiver cable . A full preventive maintenance (pm) checkout was subsequently performed. All functional and safety tests passed and the system met factory specifications. The failure analysis and testing dept received part number 0160000113 104 display serial number (B)(6) with a reported unit failure of the display becoming unreadable all scrambled data the failure analysis and testing dept conducted a visual inspection and found the part to be in good condition the failure analysis and testing dept installed part number 0160000113 104 display serial number (B)(6) into the cs300 test fixture serial number (B)(6) and tested the display to factory specifications per the cs300 service manual part number 0070000689 rev w the fat dept initiated the display tests in diagnostics the display passed all diagnostics tests the fat dept booted the cs300 into the clinical mode initiated an autofill and allowed the unit to pump to observe the complaint of the display becoming unreadable after two hours of run time the fat dept could not replicate the complaint of a scrambled unreadable display the display passed testing retaining the display in the fat dept per procedure number (B)(6) rev aw